Event description:
Tip of ultrasonic blade broke during l2-l5 decompressive laminectomy. Neurosurgeon found tip in the surgical wound and removed it. No pt injury. No delay of surgery or other detrimental effects. Intervention limited to removing blade portion from open surgical wound with forceps.